Manufacturer narrative:
The device was returned to a zoll approved service provider for evaluation. The customer's report was verified and attributed to faulty ECG shields on the analog board. The ECG shields were replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d1 updated, d4 model # updated, d4 catalog # removed, d4 primary UDI #: added justification for no UDI, this device was manufactured before UDI requirements.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed leakage current test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.